Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead had triggered lead safety switch from bipolar to unipolar due to high out of range pacing impedance values greater than 2000 ohms. Boston scientific technical services (ts) reviewed that this was a slow, steady rise in impedances and there was also an increase in thresholds. There has been observations of noise that was oversensed causing inhibition greater than two seconds when programmed unipolar, so the plan was to bring the patient in to reprogram the sensing back to bipolar. Due to the patient's age they have been reluctant to bring the patient in, but were planning to bring him back the following week. The lead remains in-service. No adverse patient effects were reported.